Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2013 with the following findings: the pump¿s history showed a cancelled bolus on 05/22/2013 at 9:17 am followed by a partial delivery, user cancelled by pressing a pump button warning. During evaluation, no damage was found to the keypad and the buttons responded appropriately. Multiple boluses were completed successfully. The keypad cover was removed and no damaged or misaligned contacts were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The patient reported that the pump was randomly cancelling boluses. The patient denied pressing any buttons at the time of the bolus cancelling and the patient also denied any issues with the buttons. There is no reported adverse event with this complaint. This report is made based on the allegation of the other product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.